Manufacturer narrative:
Suspect product requested; not received.

Event description:
On (B)(6) 2022, a patient (pt) in (B)(6) called to report redness, dryness, and pain that persisted after wearing acuvue® oasys 1-day with hydraluxe¿ technology for astigmatism brand contact lenses (cls). The pt reported 2mm long, white surface marks in the center of 27 lenses. The pt used an eye lubricant due to lasting pain, but did not seek medical attention. On (B)(6) 2022, an email was received from the pt with additional information. The pt went to see a doctor and was prescribed cravit ophthalmic solution (levofloxacin hydrate) every 3 hours for ¿corneal damage.¿ no additional medical information was provided. On (B)(6) 2022, the pt¿s medical report was requested from the pt¿s family member. The family member did not have any further information about the pt¿s eye condition. On (B)(6) 2022, the pt¿s translated medical report was received. The pt presented to an eye specialist on (B)(6) 2022 and was diagnosed with keratoconjunctivitis (affected eye not provided). The pt was prescribed levofloxacin every 3 hours; fumelon (fluorometholone) 0.02% every 6 hours and tearin p eye drops (sodium hyaluronate) as needed. On (B)(6) 2022, the pt reported both eyes were affected. No additional information was provided. On (B)(6) 2022 the pt's family member called to report the "affected lens" is available and will provide the product for return for evaluation. No additional information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b00z5g1 was produced under normal conditions. This report is for the pt's right eye (od) event. The event for the pt's left eye (os) event will be submitted in a separate report. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 19oct2022, the pt provided additional information. The pt reported both eyes still have a ¿bit of red¿ but is recovering. No additional medical information was provided. If additional information is provided, a supplemental report will be filed.

Manufacturer narrative:
One opened blister package was received containing 2 lenses for lot number b00z5g1. A magnified visual inspection revealed an edge chip on lens one. No abnormalities were observed with lens two. This report is for the pt's od event. The report for the pt's os event will be submitted in a separate report. If any further relevant information is received, a supplemental report will be filed.